Event description:
Account reported that system shut down and could not reboot during irrigation/ aspiration operation. The operation was completed using a simcoe needle aspiration. No patient injury reported.

Manufacturer narrative:
Manufacturing year is 2013. Field service specialist visited the account and confirmed the reported issue. He replaced power inlet and problem was resolved. System meets all abbott medical optics specifications. Placeholder.

Manufacturer narrative:
(B)(4). Required intervention was selected incorrectly on the initial report and other should have been selected.

Manufacturer narrative:
Account reported patient outcome is good.